Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized with a blood glucose level of 22 mg/dl. The customer reported that he wore the insulin pump for some of the hospitalization. The customer was advised to monitor the insulin pump and will not return it for analysis.